Event description:
Per the clinic, the patient developed abscess at implant site. The patient underwent two different procedures, the first in (B)(6) 2023 (specific date not reported) and the second on (B)(6) 2023 (specific date not reported), to drain the abscess. The cultures returned positive for bacterial infection and subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2023, to reposition the device due to migration of the receiver/stimulator. The implanted device remains. This report is submitted on september 12, 2023.